Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing resulting in inappropriate shock. The reported lead was capped and replaced on (B)(4) 2022. The patient was in stable condition.